Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient had dynamic hip system (dhs) surgery performed on an unknown date in 1997 that required removal. On (B)(6), 2014 surgery took place for the removal of the devices and insertion of hip prosthesis. Reportedly the femoral head was completely destroyed with loss of substance anterior posterior level cotyle. The visual revealed corrosion at the level dhs plate/screw due to osteonecrosis of the femoral head. Removal of the 4 screws was achieved without difficulty; however the dhs screw remains blocked at the section of the neck femur around the dhs screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrs. Original implant date reported in event description only as 1997. It is unclear if all of the hardware was successfully removed from the patient, the explant date was not included for this reason. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: our investigation shows that the plate and the screw are stuck together. There are deep grooves and scratches visible on the surface of both articles. The positioning groove of the screw is expanded and damaged. Also we found that a piece of an unknown connecting screw is broken off into the dynamic hip screw (dhs). Only the laser etching on the dhs plate is visible. The manufacturing review of the plate shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information it is impossible to ascertain, if the deformation was caused during the implanting or after explanting process. It is likely that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation could led to the deformation and blockage of the screw. Based on the provided clinical information the plate was inside the patient for several years and therefore bony growth and residues between the plate and the screw may also have a played a certain role. Due these occurrences the plate could only be explanted with an enormous force application. The relevant dimensions cannot be investigated, because the device can only be disassembled by destruction. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.